Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported customer experienced continuous elevated blood glucose (bg) of 465-541 mg/dl with "1.5" ketones. Customer went to emergency room the following morning (B)(6) 2018) where customer was treated with intravenous fluids and released 6 hours later. Cause for bg was unknown. Recommendation was made by tandem technical support to consult healthcare provider.